Event description:
Additional information was received from the patient. They reported that they had revision on (B)(6) 2021 by implanting physician. Patient said that physician placed the new lead on the right side. Patient said that it was as she suspected, patient said that it was put in wrong., too deep from the beginning. Patient reported still has lingering issues on the left side, said that the pain isn't as bad, doesn't have the burning and piercing pain however does have more overall weakness on her left side and si joint which the physical therapist (for fibromyalgia) confirmed. Patient said has numbness and tingling on the left side and still has paint at si joint, not able to sleep at night. Patient said after the revision wasn't provided with any pain medications and said that was in severe pain and called hcp office first thing next morning and left a detailed voicemail. Patient did call pcp office, reviewed the situation, and received script for two days-worth of pain medication. Patient said that the follow up appointment with doctor (in person) in scheduled for on (B)(6). Patient said that with the first implant, the follow up appointment was a virtual appointment with the pa. Patient said that she notified the hcp office right away after the initial implant that something wasn't right however it took 3 weeks before they would look at it. Patient said that the lead was protruding from the skin significantly and said that hcp said that this is normal. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978a128; lot#: va2bn5n; implanted: on (B)(6) 2021; explanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2bn5n implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead. Product ID 978a133 lot# va2atgk implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had to have a revision but it was move from my left side to the right and just have not had the same results they did for the test lead. Only one program slightly helps and the rest either are not effective or causes me a lot of spine pain and stiffness.

Event description:
Additional information was received from the patient. They reported that they when they went in to get the implant done, they said the device had migrated too far down but the patient stated they were a surgical tech and they can tell it didn't migrate. The patient also reported they experienced that from day one at the incision they were having burning issues, it pinched a nerve and radiated all the way down to their toe. The patient mentioned they had to turn it off per the manufacturing representative's (rep) direction. The patient talked to the representative and they had the patient turn stim off but that didn't solve the problem because it was migrated too far. The patient reported that night, they were having intense pain. The patient was able to contact the representative on the weekend and it happened to be right with covid so the representative had them turn stim off. The patient the rep told them that it didn't sound normal and to turn their device off to see if it calms down. The rep told them that some people are sensitive and could be their body responding. The patient stated they were still having the issue even though it had calmed down and they were advised by the rep to see their doctor. The patient was seen by a physician's assistant (pa) and stated that was when they did x-rays and saw that the device was "too far down." The patient had to do a follow up a week later with the doctor and they told patient it migrated and patient told the doctor straight up front that it did not migrate and they felt it right after surgery. The patient stated they did not think it migrated; they think it was put in too low. The patient stated they know it didn't migrate because they were feeling like that when they woke up at incision patient thought it was because they only put the lead in and they hadn't had the battery in before that they just needed time but by that evening patient was feeling "it" all the way down to their toe on their left side and it was pinching their nerve so it was put too far down on the date of surgery so it didn't migrate. The patient stated they had to go in for a revision a month later on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va2bn5n, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead, product ID 978a133, lot# va2atgk, implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: product ID: 978a128, lot#: va2bn5n, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said that since they got their implant they had a pinched nerve feeling and it is painful. The rep was not aware of any contributing factors other than the patient having pinched nerve issues in the past. The rep had the patient turn the device off, but they said the pain was still there. The patient was going to see the physician assistant tomorrow (B)(6) 2021 and the rep was going to ask them to reduce the pulse width before they turn stim back on. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that the patient met with a healthcare professional on (B)(6) and the hcp reduced the pulse widths to 60 and was going to take it back on. On (B)(6) 2021 the patient called reporting they knew something was wrong within 3 days of implant. Patient has been having radiating nerve pain, pins and needles, stabbing pain all the way from the lead to the tip of the toes. The patient spoke with the rep about the pains they were having and the rep had patient turn off the machine, it got better but did not solve anything. They took an x-ray and they explained the tip of the lead shifted down. However, patient suspects the doctor implanted it too low. The patient has fibromyalgia and has si joint problems especially on the left side. The doctor was not able to get the lead in on the right side but ended up getting it in on the left which patient indicated was the less desirable side. Patient also noted they have been having weakness and fatigue, even more so than usual with their fibromyalgia. Patient states they limited activities after implant as recommended. Patient suspects the lead did not migrate but was placed too low. The doctor told patient this happens sometimes for no apparent reason about 5% of the time. The patient wanted to know statistical information about how often leads migrate. Patient services reviewed information and emailed clinical summary to the patient to review. The patient is still waiting for revision but it is currently planned for (B)(6). The issue was not resolved through troubleshooting.